Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer states he was watching a movie when he noticed his blood glucose kept going up, he also noticed that his infusion set was coming off of his body. The customer then changed his infusion set and treated himself with manual injections before going to emergency room for high blood glucose. Blood glucose at the time of the admission was 470 mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.